Event description:
It was reported that the patient was hospitalized for hypoglycemia. The patient reported that she primed the pump while attached to the infusion set, and the pump delivered insulin during the load cartridge step.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and a damaged force sensor pins. It was reported that the patient primed the pump while attached to the infusion set and the pump delivered insulin during the load cartridge step. The user guide instructs users to disconnect from the infusion set prior to initiating the prime / rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process.